Event description:
It was reported the device was used during a wedge resection (lung) procedure. It was reported by the affiliate that some of the staples would not form and remained in the cartridge. There was no patient consequence.